Manufacturer narrative:
It was reported two (2) 1.6mm diameter ring pins from the acumed tension band pin system were used for an avulsion fracture of the calcaneal tuberosity. Based on the tension band pin system instructions for use (IFU), the indications for use are malleolar, patella, and olecranon fracture fixation in tension band wiring procedures. Based on the information presented within the article, the 1.6 mm diameter ring pins were used off-label. Related report: 3025141-2023-00307.

Event description:
In the article "avulsion fracture of the calcaneal tuberosity treated with novel surgical technique using the combination of the side-locking loop suture technique and ring pins: a case report" by shota et al, the authors reported a novel surgical technique using a the combination of the side-locking loop suture technique and ring pins (two 1.6mm diameter ring pins from the acumed tension band pin system) in order to treat an avulsion fracture of the calcaneal tuberosity in one patient. It was reported at 3 months post-op the CT showed complete bone union, and two years after surgery, the patient had no symptoms nor any dysfunctions. This is an off-label use of the tension band pin system. This is report 2 of 2 for the two (2) 1.6mm ring pins used in the surgical technique presented by the authors.